Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found the front panel switches were not working due to a faulty main board. After the main board was replaced, the "exposure led" indicator was not glowing at level 0 due to a faulty front panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that the front panel switches were not functioning even though the power switch was working. After the main board was replaced, the switches started working but the "exposure led" was not glowing at level 0. There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, regarding the front panel switch does not function, it is likely that the phenomenon occurred due to the failure of the main board. Regarding the exposure led does not light, it is likely that the phenomenon occurred due to the failure of the front panel unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.